Manufacturer narrative:
Product ID 8711, serial# (B)(4); product type catheter. (B)(4).

Event description:
On 2014 (B)(6), there was serous retention in the pump pocket, and cleaning treatment was carried out (see manufacturer report # 3004 209178-2014-20771). It was believed that wound dehiscence and infection occurred following that cleaning treatment. During a hospital visit for a refill, the abdomen was examined and dehiscence was observed at the site of the surgical wound, which was considered infected. According to the patient, the pump pocket began "oozing" and festering from around 2015 (B)(6). The relationship was unrelated to the drug, catheter, pump, programmer, but unknown if related to the procedure. The decision was made to remove the pump system without refilling it and replace it. This was scheduled for 2015 (B)(6). A botox injection was planned for 2015 (B)(6) to prevent withdrawal symptoms. The daily dose was reported as continuing. The outcome as of 2015 (B)(6) was noted as not recovered. Additional information was requested to verify resolution and current patient status. Should additional information be received a supplemental report will be filed.

Event description:
It was further reported that as of (B)(6) 2015 the patient had an infection of the wound site. This was deemed as serious. The investigational drug was reported as discontinued. This was unrelated to the investigational drug, unknown if related to the catheter, programmer, or procedure but noted as related to the pump. Pump operability test was not performed. On (B)(6) 2015, purulent exudate/pus discharge from the lower right abdominal wound/¿limb¿ occurred. On (B)(6) 2015, the pump was removed and the patient was started on antibiotics. Cefamezin was provided via IV from (B)(6) 2015. It was also reported that the details are unknown but that it was possible the injury/external injury that incurred during ¿illegible¿ of the pump insertion wound. No overdose or withdrawal symptoms had occurred. The outcome of the adverse event was reported as recovered as of (B)(6) 2015 (also reported as (B)(6) 2014). Additional information was requested to clarify recovery/outcome dates, the relationship to the pump, and illegible information. Should additional information be received a supplemental report will be filed.

Event description:
It was further clarified that the correct outcome date was (B)(6) 2015. The event's relationship to the pump was now confirmed as related. No further information was provided at this time. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).